Event description:
It was reported that during a device change out, the lead parameters were within range. X-ray showed no abnormalities. Low hvli impedance was observed when connecting the new ICD, and when re-connecting the old ICD. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.